Manufacturer narrative:
The consumer stated that when attempting to remove the tampon from the vaginal area, the string and external lining detaches from the inner cotton material, sometimes in more than one piece. Investigation results: an assessment of the device history record for the reported lot code was completed based on the time provided and the time period used for statistical sampling for product release. This assessment found two cover placement issues that may have caused or contributed to the reported issue. However, the records demonstrate that quality system procedures were correctly followed, and the presence of this defect does not indicate a non-conforming quality system, per the allowable aql and rql in the product specification. In addition, a notification of this matter was sent to the personnel for awareness. We will continue to closely monitor the field performance of this product to identify emerging trends and if applicable, additional investigations will be initiated and corrective action taken if indicated. A cluster assessment found 0 similar or related complaints for the reported lot. Complaints which are serious in nature are reviewed on a weekly cadence or for due cause to provide visibility and escalation. Complaints are also monitored for trending during our personal care complaint review process on a monthly cadence where a cross-functional team meets to review complaint trends. Root cause: a root cause could not be determined. The complaint could not be confirmed. Corrective action: no corrective action is needed at this time. Preventive action: no preventive action needed at this time. No further information is available at this time. We will provide a follow up report if additional information becomes available.

Event description:
The consumer stated that when attempting to remove the tampon from the vaginal area, the string and external lining detaches from the inner cotton material, sometimes in more than one piece. She stated she had to have help removing the cotton pieces left inside the vagina.